Event description:
After initial passes, there was improvement in the angiographic appearance of the vessel; however, after several more passes, there appeared to be a distal embolization in the peroneal artery with resultant slow flow. The distal peroneal artery was treated with balloon angioplasty using a 2x100mm savvy balloon. Intraarterial nitroglycerin was also administered. This improved the distal runoff significantly.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results in conclusions.